Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was too hard to press, and additionally, the reservoir migrated from the space of retzius to the base of the penis. A surgical procedure was performed to remove all the components and there were no patient complications.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinder both had wear present at folds in the proximal end, the middle, and the distal end of the cylinder. One of the cylinders had a hole, resulting in a leak, present at the proximal end that was consistent with sharp instrument damage. The reservoir was visually inspected and had wear at a fold in the reservoir shell but passed the leak testing. Examination of the pump found the kink resistant tubing (krt) was worn to the filament, but the component passed the leak and functional testing. The reported observations could not be confirmed.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was too hard to press, and additionally, the reservoir migrated from the space of retzius to the base of the penis. A surgical procedure was performed to remove all the components and there were no patient complications.